Manufacturer narrative:
B3/d10: the events occurred in 2023, reported as "over the past 6 months". E1: initial reporter facility name: (B)(6) hospital. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link needle-free IV connectors had connection issues; further described as the unspecified "syringe pops off the cap and were not locking correctly." This was discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event.